Event description:
Multiclix user reported a rash on her fingers for which she received professional medical treatment. The customer has a known allergy to some metals, is waiting to see if the lancets were the cause of the reaction. A request was made for the return of the lancets.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
The event occurred in (B)(6).